Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, "looks smaller" and they are feeling "sick". Patient also reported "fluid all over" the right side and described it as "visible" and stated that it is "pulsating". Patient also indicated that there is "swelling" and currently has not performed imaging. Device remains implanted. Device remains implanted.